Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the foley catheter was inserted in the operating theatre and transferred to the hcu after surgery. After hours of implantation, the catheter spontaneously fell out. The leakage point was unknown. There was no contact of objects with the foley catheter. The lot number was myhv4725.

Event description:
It was reported that the foley catheter was inserted in the operating theatre and transferred to the hcu after surgery. After hours of implantation, the catheter spontaneously fell out. The leakage point was unknown. There was no contact of objects with the foley catheter. The lot number was myhv4725.

Manufacturer narrative:
The reported event was unconfirmed. Three photos were received for evaluation. The first photo showcases the two-way catheter. The second photo zooms into the deflated balloon. The last photo shows the catheter cap with the printed lot number. It was also received 1 all-silicone temp sensing foley catheter with sample port connector. The balloon was inflated with 10ml methylene blue solution (3 drops 1percentage aq methylene blue per 100ml distilled water) and the catheter rested with no leaks noted. The balloon concentricity was within specification. The balloon passively deflated in one minute and one second with no issues or cuffing. Reported event is considered unconfirmed. No root cause could be found because the reported event was unconfirmed. As the reported event is unconfirmed a DHR review is not required. However, a DHR was completed before unconfirming the event. As the reported event is unconfirmed a labeling review is not required. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.